Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of above 400 mg/dl and an unspecified ketone level. Cause of elevated bg level was unknown. Bg was treated with unspecified fluids. Reportedly, customer left the ER 4 to 5 hours later with customer in stable condition (bg not provided).